Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient indicated that their pacemaker was not working. Later, a device check confirmed high right ventricular (rv) lead impedance and non capture at maximal outputs. In addition, the lead trends indicated a lead fracture occurred, and there were high thresholds as well as undersensing with no r-waves. Intervention was planned for, and the rv lead remains in use. No patient complications have been reported as a result of this event.